Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reasons. The patient was re-implanted with another device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.